Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 543:320 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a faulty user interface module. The user interface module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 543:320. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.